Manufacturer narrative:
The device was returned for analysis. The reported difficulty to remove could not be confirmed due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed MDR report, the 0.014 command guide wire was returned frozen in the lumen of the bvs. The account stated that the guide wire was removed together with the bvs by choice of the physician due to the resistance that was felt only with the esprit bvs during removal. The guide wire had scratched teflon at 72 cm proximal to the distal tip.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a target lesion in the heavily calcified, mildly tortuous and 90% stenosed right anterior tibial artery. A contralateral approach was used. A 6french 90cm sheath was used for access and vessel preparation was performed with orbital atherectomy and pre-dilatation using an unspecified balloon. The esprit btk bioresorbable scaffold system (bvs) was advanced over a 0.014¿ command guidewire and the scaffold was deployed in the mid distal lesion without issue. During withdrawal of the delivery system balloon, resistance was felt with the introducer sheath, and the guide wire and bvs delivery system were removed together. A second planned esprit btk bvs was advanced to the target lesion without resistance; however, it was noted to not be tracking as well over the wire during positioning. The scaffold was deployed proximal without issue. Upon withdrawal of the bvs delivery system, resistance was felt with the vessel stenosis and the introducer sheath; therefore, both were retracted together intact. A clot was noted to be on the end of the delivery system balloon. The patient was experiencing acute thrombus, which was treated with administration of additional heparin. There were no adverse patient sequela. No additional information was provided.